Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during an eye surgery aspiration was poor. Also, the sleeve had a cut in it. The surgery was completed without replacing the product. Additional information and the product sample was requested. This is first of 2 reports for this procedure. This report will address the poor aspiration.

Manufacturer narrative:
The device history record review shows the order was built and released per specification. The sample was functionally tested without flushing the sample, the sample failed to prime generating an error code of 164; this slow venting error code is common when the vent chamber contains excessive amounts of post-surgical residue. The device was flushed with clean water and functionally tested again. The sample primed successfully and was able to reach maximum vacuum levels. The root cause of the customer's complaint could not be established; the returned sample met specifications after the device was purged of the surgical debris. (B)(4).